Manufacturer narrative:
Technical support instructed the account to install a new scale board with an external buzzer. Repairs have not been completed.

Event description:
The accounts engineer alleged that there is no audible alarm for the patient positioning monitor (ppm) at the bed. No injuries.